Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope used on the initial patient for a planned stent placement did not actually deliver a stent. After being used on subsequent patients, a stent unexpectedly emerged from the endoscope during or after a procedure where no stent was intended. This suggests the stent may have remained inside the endoscope for multiple procedures. The issue occurred during an unspecified procedure. There were no reports of patient harm.